Event description:
Customer reportedly, received results of 68 mg/dl and 287 mg/dl within 10 minutes on the compact system. No actions taken based on device results. No adverse event related to the device reported. Requested return of suspect device and replacement was sent.